Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited loss of capture and lead dislodgement was suspected. The lead was repositioned successfully. The patient was in stable condition post procedure.